Manufacturer narrative:
Unit passed rewind test, basic occlusion test and displacement test. Unit was unable to prime at 2.5 pounds during prime and compromised force system sensor test due to faulty force system sensor. No motor error alarm noted. Motor passed motor test. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained endcap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error 5 times. The customer's blood glucose reading was 226 mg/dl at the time of incident. The customer indicated that he was able to rewind the pump. Troubleshooting advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.